Manufacturer narrative:
The manufacturer is still waiting for the arrival of the device.

Event description:
The reporter reported an over infusion issue with the device on (B)(6) 2017: "according to the nurse the pump was programmed for 23ml/hr with the bag holding 250ml. When she went back to the room after a few hours the bag was almost empty. We sent a replacement pump stat. No patient injuries were reported. Listed below are the readings of the pump upon return to the pharmacy: pri rate 0023ml/hr, pri vtbi 0208 ml, continue vinf 0042ml, pri run tl 9:03". Zyno medical was able to contact the nurse on (B)(6) 2017 and confirmed the event date as (B)(6) 2017. The nurse reported, "the med and pump were sent out last night (B)(6) 2017. It looks like the issue occurred overnight on (B)(6) 2017". No specific patient information was reported by the initial reporter.

Manufacturer narrative:
The reported over infusion issue was not confirmed. The device was found to have a flow rate accuracy of -2.72%, which was within the +/-5% specification. The device was tested to meet all specifications on (B)(6) 2018.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00335).